Event description:
It was reported that the patient presented to the emergency room (ER) experiencing fatigue, chest tightness and lethargy due to the right ventricular lead not capturing. A possible fracture and high impedance were also noted. The lead was reprogrammed to unipolar pacing and then subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.